Event description:
A customer reported that their pump had been experiencing frequent malfunctions, requiring regular resets and interrupting their therapy needs. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and follow-up, as they are already in the process of obtaining a new pump. No further action was needed by technical support.